Event description:
Uf# reported as (B)(4). It was reported that the patient's battery drained due to a short circuit. During a routine study titration session, it was discovered that the right sided battery was dead. The subject and/or family did not report any adverse effects. The patient was seen in clinic the next day. A chest and skull x-ray were ordered. During this clinic visit, it was noted that the right battery drain was likely due to a short circuit in the system. The x-ray showed intact hardware. Interrogation of the device showed low impedances as well. The patient had the device replaced. Surgery revealed a short in the 0-2 bipolar contact. The surgery was completed successfully and the patient was stable and discharged home the same day. The subject was reprogrammed back to the settings as determined during the last titration for both batteries and was discharged in a stable condition.

Manufacturer narrative:
(B)(4).